Event description:
It was reported that the pump was unresponsive; troubleshooting was performed and confirmed this was due to a malfunction alarm. Customer's blood glucose level was not impacted. Technical support confirmed the pump was under warranty and arranged for a replacement pump to be sent. The customer was advised to use multiple daily injections as a backup therapy. Support staff provided instructions on putting the pump into storage mode and the process for returning the faulty pump, which the customer understood and acknowledged.